Event description:
Patient was intubated using a 7.5 hilo vac endotracheal tube. Once intubated, the cuff of the endotracheal tube would not inflate. Had to extubate and reintubate already hypoxic patient. FDA safety report ID# (B)(4).